Manufacturer narrative:
An event of aortic stenosis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a 21mm trifecta valve was implanted. On an unknown date, the patient presented with aortic stenosis. On (B)(6) 2019, the valve was explanted and replaced with a 23mm edwards magna ease valve. Post-operatively, the patient is reported to be stable. Attempts to obtain date the patient presented with symptoms, serial number of valve, patient's ethnicity and race, and medical reports were unsuccessful.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, a 21mm trifecta valve was implanted. On an unknown date, the patient presented with aortic stenosis. On (B)(6) 2019, the valve was explanted and replaced with a 23mm edwards magna ease valve. Post-operatively, the patient is reported to be stable.